Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following reportable issues: the air water cylinder and tube had foreign material. Other issues found were: the air water cylinder had discoloration, the suction cylinder had discoloration, the grip has discoloration, the forceps channel port has a scratch, the circuit board unit in the suction connector has corrosion due to water leakage. The plug unit, scope connector case unit and cable unit all have corrosion due to water leakage. Due to corrosion on the plug unit there is an e216 (scope communication error), the distal end cover has a scratch, the objective lens has a chip, the adhesive around the light guide lens has a chip, the connecting tube has a wrinkle and the universal cord has a wrinkle. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had error message e315 for scope communication. The issue occurred during reprocessing. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the air water cylinder and tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "error message e315" was presumed to have been due to water invasion of the scope connector during device handling by the user. Subsequently, an abnormality occurred in electronic parts and the error message was displayed. The suggested phenomenon of foreign matter at the air/water cylinder and air/water tube was presumed to have been due to the user sending the device to olympus without conducting/completing reprocessing at the user facility. The user can detect the event by handling the device according to the following instructions for use (IFU): -inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function it is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon of error e315: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.